Event description:
The pt reportedly experienced sound quality issues followed by a decrease in performance. Programming adjustments were attempted, however, this did not resolve the problem. Surgery to explant the pt's device will be scheduled.